Event description:
Coiling treatment of a vessel. It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached. The entire system (coil and catheter) were removed successfully from the patient. No patient injury reported.

Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was detached and stretched. (B)(4).